Manufacturer narrative:
Please note that this date is based off the date of acceptance for publication as the actual event date was not provided. Lam sk, mayer rr, vedantam a, k as, harris da, pan iw. Readmission and complications within 30 days after intrathecal baclofen pump placement. Dev med child neurol. 2018. Doi: 10.1111/dmcn.13730. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: in 423 intrathecal baclofen pump placement cases, the overall readmission rate was (B)(4). A total of 40 cases resulted in complication within 30 days of pump placement. Reported events: 11. ((B)(4)): mechanical complication of nervous system device and other mechanical complication of nervous system device: 10 cases it was not possible to match this event with any previously reported event.